Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the motor device failed temperature assessment and was powerbroken. Reliability engineering evaluated the device and found that the device was running over the temperature specification (118.2 degrees in less 1 minute, should less than 118 degrees in 10 minutes) and was powerbroken (runs in the load position). During repair it was observed that the bearings were worn out causing the high temperature. It was further observed that the locking components were damaged allowing the device to run in the load position (powerbroken). The assignable root cause was determined to be due to normal wear over time, and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device failed temperature assessment and was powerbroken. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.